Manufacturer narrative:
Actual device was not returned, hence no device evaluation was performed. Medical records were not available for investigation. The manufacturing record review did not reveal any issues or deviation that would explain the reported event. The lot usage history shows that no other units from this lot have been involved in any similar complaints at this time. Endoleaks are a known risk of the procedure and are identified in the product labeling. Based on the information reviewed, the cause for the reported endoleak could not be determined.

Event description:
It was reported that approximately 11 months post implant of a bifurcated device and an infrarenal aortic extension a routine computed tomography (CT) scan revealed a type ib endoleak on the left common internal artery. The pt was treated with two limb extensions, which successfully corrected the endoleak. Additionally, the physician implanted an infrarenal aortic extension, to extend the proximal end of the implanted devices, closer to the renal arteries. The pt tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional info becomes available.